Manufacturer narrative:
The pump has not been returned to animas. If the pump is returned, an eval will be conducted and a supplemental report will be filed. The pt's mother is working with a health care professional to adjust the pt's basal insulin rates. No conclusions can be made at this time.

Event description:
It was reported that the pt's mother spoke to health care professionals about the pt's low blood glucose excursions.